Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. No information was received from field on possible causes. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, causes for the reported pvl could not be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
Clinical information: (B)(4) - vantage, patient site ID: (B)(6). It was reported that on 23 july 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. On 23 july 2025, it was noted via transthoracic echocardiogram that there was moderate paravalvular leakage. There was no intervention performed and no initial or prolonged hospitalization.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.